Manufacturer narrative:
(B)(4)

Event description:
It was reported that suspected externalized conductors were observed via fluoroscopy. Patient condition was stable and will return for normal follow-ups.